Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from november 17, 2014 to november 18, 2014. Evaluation summary: the device was not available for evaluation; however, the customer did provide a photograph of the device. A photographic inspection did not identify any ruptures, malfunctions or abnormalities. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.